Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage measurement was performed and passed. Pairing with nordic bluetooth device/download was performed and passed. A review of the share file showed no data in the cloud and no data within the investigation window for the bin tool analysis. The customer complaint was not confirmed. The probable cause is undetermined. No injury or medical intervention was reported.